Event description:
It was reported the patient underwent a double valve replacement in 1998, where a 23 mm mechanical valve from another manufacturer was implanted in the aortic position and this 23 mm sjm mechanical valve was implanted in the mitral position. Approximately 12 years postoperatively, the patient presented with a productive cough and shortness of breath. A re-do double valve replacement procedure was performed on (B)(6) 2010, where the aortic valve was explanted due to a high gradient and this mitral valve was explanted due to patient/prosthesis mismatch. The surgeon was not concerned and did not think there was a failure of this mitral valve.